Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000 system drawer 6 was not recognized. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer six was partially unplugged, causing it to be offline and unresponsive. A field service engineer powered down the station, secured the connection for drawer six and four other matrix drawers, and then powered the station back on to resolve. The system functioned as intended after the field service engineer repaired the device.